Event description:
It was reported that "trocar valve was displaced in abdomen during the stapler introduction. The surgical intervention was stopped to look for valve. Prolonged surgical intervention."

Manufacturer narrative:
When I receive the investigation report, I will file a supplemental report.